Event description:
Device 1 of 4. Ref MFR report #1627487-2013-19050, -19051 and -19052. It was reported the pt experiences heating at the ipg while charging. The pt has two systems and two chargers. All devices are being reported. F/u revealed the pt received the replacement chargers which are working well. The pt is charging both ipgs successfully and she does not experience heating when charging. The pt's issue is resolved. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting #s: 1627487-12192011-003-r, 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.